Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The 2/2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
Note: the date of the event is unk. It was reported to boston scientific corp on 3/20/2007, that after the placement of an ultraflex stent system, the stent "fractured lengthwise and strands of nitanol could be seen causing a blockage". The pt contacted the physician due to difficulty swallowing. The physician scoped the pt and attempted to place another stent across the stent that had fractured. He was unable to do so, as he was not able to pass any instruments through the fracture point of the stent. The physician placed a feeding tube to allow the pt to receive nutrition and opted not to do any further intervention. The pt's condition is reported as "stable".